Event description:
Hcp letters were received from pt's attorney. In 2003, pt presented with corneal ulcer os under treatment with vigamox, prednisone and tobradex for an apparent contact lens associated corneal ulcer os. A corneal ulcer was noted; pt was admitted for further studies & antimicrobial treatment. Outpatient treatment was initiated on discharge four days later. The next five days, eval showed a perforation of the central corneal ulcer with a fungal mass in the anterior chamber. The next day, corneal transplant was performed. Subsequently, pt had gradual decrease in acuity associated with corneal graft failure and cataract development. (Note: reported product - renu with moistureloc - not mfg in 2003).

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since reported product (renu with moistureloc multi-purpose solution) was not mfg during dates of treatment in 2003, no product was returned and lot number was not provided.